Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic gastrectomy, upon first firing of the stapler it stapled and cut according to expectation. Upon firing of the second staple load, the stapler did not cut completely. There was no patient injury.